Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at her scs ipg pocket site and stopped using stimulation. The scs ipg became inoperable (sjm representative confirmed the issue with multiple external devices-cause unknown as patient had complained of charging issues). As a result, surgical intervention will be taken at a later date to address the issues.

Event description:
Additional information received identified the patient's scs system was explanted.